Manufacturer narrative:
In logs, the 23008 error was found indicating pot to encoder fault on the mtm axis 1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the 23008 error was triggered indicating fault on axis 1, replicating the reported event. The mtm was then installed onto a pftp where sine cycle was found to be failing on the axis 1 motor. The axis 1 motor was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the axis 1 motor was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that they were unable to deploy the system for docking due to error 23008 and 23013. Prior to calling, the user had restarted the system multiple times, but the issue persisted. The tse explained to the user that the errors was related to the right master tool manipulator (mtmr) in the surgeon side console (ssc)2 and advised them to power down the system and turn off the ssc's breaker. The user confirmed that they was able to power up the system normally and deploy the system for docking with just ssc1. The user continued with the procedure using only one ssc without further issues. No known impact or patient consequence was reported.